Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6). Country: belgium.

Event description:
It was reported that outside of surgery the device no longer precut the skin correctly, it no longer functions correctly. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device passed the test cut however the cutter was damaged; the repair has not been completed due to material hold. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.